Event description:
Vns pt has been complaining of hoarseness and neck pain since implant surgery. Stimulation had not yet been initiated. The pt was severely burned in childhood and has significant scarring of the neck skin. It was reported that during a previous surgery she was unable to be intubated by the anesthesiologist. Further follow-up revealed that the pt has since been diagnosed by an ent with vocal cord paralysis. Stimulation had not yet been initiated at the time of this diagnosis. The hoarseness was reportedly improving, but the pt was still having a little difficulty swallowing. During the course of the investigation, it was also discovered that the pt developed an infection at the implant incision site which was also improving with antibiotic treatment.

Event description:
Further follow-up with the patient revealed that one of the tie-downs was extruding through the neck incision. The patient is scheduled to be seen by surgeon for evaluation.